Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system on 3/23/98. On 3/27/98, she sought medical attention for an infection at the ear piercing site and was prescribed antibiotics.